Manufacturer narrative:
Plant investigation: the reported symptom code td40 (fail blood leak) was confirmed. The actuator/test board was returned with the clips on the j1 connector missing. There are no other signs of exterior damage on the board. The actuator/test board was installed and tested on a test machine to investigate for the reported failure. The self-test program failed the blood leak test. A detailed inspection on the board found possible burn damage to ic9 and signs of residue around ic9. The signal was taken from pin 19 (bl-detune) of ic9 of the complaint actuator/test board and was compared to the signal from pin 19 of ic9 on a ¿known-good¿ actuator/test board. The signal on the complaint actuator/test board remained low, while the signal on the ¿known-good¿ actuator/test board switched to high during the blood leak test. Ic9 was replaced on the actuator/test board and the self-test program was completed without any failures. A serial number search in the ptc complaint system of the complaint machine serial number found no other complaints with the same symptom code within 90 days of the notification date.

Event description:
A user facility biomedical technician reported a fresenius 2008t hemodialysis machine that failed the blood leak 1 test at installation. There was no patient involvement. The res resolved the issue by replacing the actuator test board. Upon return of the original actuator test board to the manufacturing facility, evidence of electrical burn damage was found on the actuator test board. It was confirmed that there was no smoke, flame, sparks, burning smell, or arcing reported when the issue occurred, and it was confirmed that the smoke detectors did not go off.